Event description:
Additional information was received that during isometric testing oversensing was noted. The physician elected to take no further action and the patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the rv lead was oversensing. Technical support was contacted and suggested to run further tests to diagnose the issue.